Event description:
It was reported that the wake button became stopped working and later inspection found that the wake button was detached. There was no reported impact to the customer¿s blood glucose level. Customer arranged to return pump for evaluation, and distributor coordinated device return and replacement pump provision.